Manufacturer narrative:
G4: 09oct2019. B4: 10oct2019. Failure analysis on the returned power switch overlay shows that the power switch overlay was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. Philips field service engineer (fse) confirmed the reported failure of the led failure and cracked top enclosure. The philips field service engineer (fse) replaced the power switch overlay and top cover. The device was functionally tested and no other abnormality was identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Philips field service engineer (fse) reported light emitting diode (led) failure on the power switch overlay and a cracked top enclosure. No patient involvement.